Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting an error code. This error code is due to a power interrupt with the device that causes loss of model number and loss of the magnet rate word. This indicates that the magnet rate is not reliable. Cpi has been unable to obtain the serial number and therefore the MDR is being reported under the model only.